Manufacturer narrative:
The left cart drive has been returned and evaluated by the failure analysis and the reported fault was confirmed, but not replicated. In remote logs, a non-recoverable error 26002 was found during the procedure. Upon visual inspection, no issues were found that would be related to the reported event. Installed the unit onto a golden in-house system and ran system testing. The unit passed all tests and functioned as expected. As a result of these findings, failure analysis was able to conclude that the gearmotor was the potential root cause for this issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue. Fse replaced the left cart drive, deprogrammed the patient side cart (psc) to version p10 for system testing and reprogrammed it back to software version p11. System was tested and verified ready for use. Isi has not received the left cart drive associated with this event as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy with salpingo-oophorectomy and malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that the system faulted with a non-recoverable fault. The tse checked the system log and confirmed that it was an armnet 5 error. The user was instructed to perform a hard reboot/emergency power off (epo) on the patient side cart (psc), but the issue persisted. The user converted the system to another psc to continue and complete the procedure. A procedure delay was reported. No known impact or patient consequence was reported.